Manufacturer narrative:
(B)(4). 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This condition of a use error - breach in aseptic technique was confirmed, as the reporter stated there was a breach. However, no root cause could be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error.

Event description:
During troubleshooting of a slow flow heater alarm that appeared on the homechoice (hc) machine during use, while the patient not connected in dwell, the home patient (hp) stated he disconnected the final bag and put a new one on. The technical service representative (tsr) explained the setup is compromised and not safe to use, tsr explained hp will need to end therapy, the hp refused and stated he has done it in the past and it worked ok and just wants help moving past the alarm. The tsr explained baxter cannot help troubleshoot when the setup is compromised and there is a chance of infection, hp kept insisting on help moving past the alarm and kept stating that ending therapy was not an option for him because it is to inconvenient for him. The tsr placed the caller on hold and contacted the supervisor to see if there is anything we can do to the hp. Per the supervisor, the tsr can help hp do a manual drain and then end therapy. The tsr returned to the hp and explained baxter can help hp do a manual drain and then end therapy. The hp stated he has corrected the issue found a small amount of fluid in the heater bag and has restarted therapy. The tsr explained the setup is compromised and the hp is risking infections, the hp stated he has done this before and it is ok. The tsr advised hp to contact the dialysis unit about disconnecting the solution bag and adding a new one. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.